Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted and rescheduled for a different time as it had not yet started. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who claimed that the machine could not enter the application interface normally. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the f23 fuse of the image processing pc (ippc) had blown, indicating that there was a problem with the ippc power supply. The fse replaced the ippc and the related fuses. The ippc was returned for analysis and failure analysis testing identified a possibly defective power supply or motherboard. After replacement of the ippc and fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.